Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that between change of shift at 1900-1930, the pump that was infusing smof intralipid (il) 20% alarmed occluded but there was no visible occlusion. The channel was then restarted; at 2000 blank/no infused volume of smof il 20% for the selected channel (there was no volume infused displayed when the pump was restarted) when other channels had correct infusion volumes displayed. There was no visible smof was infusing at this time. Smof was placed in a different syringe channel and volume noted upon restarting with visible movement of lipids through IV tubing. There was patient involvement but no harm.

Event description:
It was reported that between change of shift at 1900-1930, the pump that was infusing smof intralipid (il) 20% alarmed occluded but there was no visible occlusion. The channel was then restarted; at 2000 blank/no infused volume of smof il 20% for the selected channel (there was no volume infused displayed when the pump was restarted) when other channels had correct infusion volumes displayed. There was no visible smof was infusing at this time. Smof was placed in a different syringe channel and volume noted upon restarting with visible movement of lipids through IV tubing. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and c codes.

Event description:
It was reported that between change of shift at 1900-1930, the pump that was infusing smof intralipid (il) 20% alarmed occluded but there was no visible occlusion. The channel was then restarted; at 2000 blank/no infused volume of smof il 20% for the selected channel (there was no volume infused displayed when the pump was restarted) when other channels had correct infusion volumes displayed. There was no visible smof was infusing at this time. Smof was placed in a different syringe channel and volume noted upon restarting with visible movement of lipids through IV tubing. There was patient involvement but no harm.

Manufacturer narrative:
Device alarm system (1012), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0600101 - alarm, audible. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d and g codes. H3 other text : not applicable. Device evaluated by bd.